Event description:
The report received from the (B)(4) study while attempting to deploy a 2.5x13mm cypher overlapping the previous stent at the distal end, the diameter was too small. Therefore, 2.25x12mm taxus liberate stent was deployed distal to the previous stent because the initial stent did not fully cover the lesion. In a staged procedure, a 4.0 xb 6 cordis french vista brite tip guide catheter was at the edge of the left main and injection into the guide catheter resulted in dissection of the ostium of the left main creating a flap and interruption of blood flow into the left coronary artery that happened to be left dominant. It was treated with a stent placement, intra-aortic balloon pump, balloon angioplasty, acls measures (chest compressions, atropine, epinephrine), emergent intubation and central line placement. Emergent pci was performed on a lesion in the left main of 10mm in length in a 4.0mm vessel diameter. During treatment of this lesion, there was emergent placement of a non cypher stent, 3.5x15mm multi-link vision stent at 10 atm. Post-dilatation was performed with a 4.0x10mm balloon due to a dissection and insufficient flow. Pci was performed next on a lesion in the 1st diagonal of 8mm in length in a 2.5mm vessel diameter due to residual stenosis was treated with a non cypher des. Timi iii flow was recorded post-procedure and the residual diameter stenosis was 0%. Pci was first performed on a 90% de novo lesion in the mid lad of 31 mm in length in a 2.25mm vessel diameter with severe vessel tortousity. The (type c) lesion was pre-dilated with a 2.0x20mm balloon at 8 atm after failed direct stenting with a 2.25x23mm cypher stent. After additional pre-dilatation, the stent was reinserted and deployed. Addendum (8/26/2010): additional information received that the patient had an nstemi. A dual chamber ICD was placed.

Manufacturer narrative:
Pre and post-procedure medications included aspirin and clopidogrel. Intra-procedure medications included heparin and integrillin. This device remains implanted in the patient and is thus not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. Please note that this report is associated with the previously cordis product related to the patient's dissection during a subsequent procedure, 9616099-2010-00530 under the same complaint number.

Manufacturer narrative:
Please note the update to the event date, which was incorrectly reported as (B)(6) 2010, but was updated to (B)(6) 2010. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.

Event description:
Additional information was received from the clinical events committee (cec) of the (B)(6) study indicating that the patient had a peri-procedural pci, classified as an mi.

Manufacturer narrative:
Please note that medical records received indicate additional events which are noted. Please note that the date of the mi event was incorrectly reported as (B)(6) 2010. However, this event occurred on (B)(6) 2010. (B)(4). The report received from the (B)(4) study indicated that a (B)(6) patient experienced a coronary artery dissection in a previously deployed cypher stent during a staged procedure and a myocardial infarction approximately four months after cypher stent deployment. During the index procedure, a lesion in the mid lad was treated. The lesion was described as 90% de novo, of 31 mm in length in a 2.25mm vessel diameter with severe vessel tortuosity. The (type c) lesion was considered anatomically complex due to the length of the lesion. The lesion was pre-dilated after failed direct stenting with a 2.25x23mm cypher stent. After additional pre-dilatation, the stent was reinserted and deployed. Then an attempt was made to deploy a 2.5x13mm cypher overlapping the previous stent at the distal end but the diameter of the stent was too big for the 2.25mm vessel diameter. Therefore, the product was removed and a non-cordis stent (2.25x12mm taxus liberte) was deployed distal to the previous stent successfully. Post-dilatation was performed. The residual diameter stenosis measured 0%. The patient returned for a planned staged procedure two weeks later to treat a lesion in the left main and first diagonal. Additional information received from the procedural reports detailed the events of the staged procedure as follows. A 4.0 xb 6 cordis french vista brite tip guide catheter was inserted at the edge of the left main and injection into the guide catheter resulted in dissection of the ostium of the left main creating a flap and interruption of blood flow into the left coronary artery leading to cardiac arrest. This event was previously reported. Chest compressions, atropine, dopamine and epinephrine were given. That one bmw guide wire was placed in the lad and another in the left circumflex artery . Balloon angioplasty (2.0x8 apex) of the left main was performed restoring blood flow. A 3.5x15mm vision stent was implanted in the left main into the dominant left circumflex with timi iii flow results. There was timi iii flow into the lad as well. The patient's blood pressure, heart rate and saturation was recovered, dopapine administration was reduced and the patient was intubated. A 4.0x10mm dura star balloon was used to post-dilate the vision stent and angiography revealed resolution of the dissection plane and timi 3 flow, both into lad and left circumflex. The dura star balloon was removed and an apex 2.0x8 was inflated in the mid lad which appeared to have very residual small clot. A mini vision 2.25x18 and 2.25x12 were inserted but not deployed. Additional inflation with the apex balloon was conducted seven times in the mid lad before attempts were made to deploy a vision stent. Attempts to deliver mini vision 2.25x18, 2.25x12, 2.25x8 and a 2.25x12 were made, however were not deployed. There was a dissection plane created with just plain balloon angioplasty, however timi 3 flow from mid to distal lad continued. A 2.5x12mm endeavor stent was inserted to cover at least a small section of that dissection plane leaving a 15mm residual dissection that was not impeding flow and timi 3 final results. The patient was transferred to ICU with intra-aortic balloon pump. Approximately four months after the index procedure, an mi was reported. The EKG shows anteroseptal infarct, suspect inferior ischemia, and possible lateral ischemia were noted. An angiogram was not performed. No additional information was available. The patient's medical history includes family history of cad, hyperlipidemia, hypertension, type ii diabetes, pvd/claudication. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Coronary artery dissection, myocardial infarction and thrombus are known potential adverse events associated with stent implantation procedures. It is our intention to report conservatively when there is a possibility of a cordis product involvement in the events reported. Therefore, the dura star balloon and the cypher stent are also reported for vessel dissection occurring after repair of the initial left main dissection and thrombus will be reported in the cypher stent as the procedural report indicated that there was residual thrombus. Based on the information provided, there are possible procedural factors (cardiac arrest with chest compressions), vessel complications (dissection) and multiple products involvement that may have contributed to the dissection and thrombus events. Based on the limited information provided regarding the myocardial infarction four months post implantation of the cypher stent, it is not possible to draw a conclusion about a clinical relationship between the device and the mi reported. However, the patient's advanced age and comorbidity risk factors present in the medical history may have contributed to it. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of three devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2010-00530 and 9616099-2010-00827.

Manufacturer narrative:
The complaint received states the this (B)(4) study patient suffered a coronary artery dissection, thrombosis and cardiac arrest in the second stage of the index procedure and then approximately 4 months post procedure suffered a q-wave mi and thrombosis. This is an (B)(6) female with medical history including pci, (B)(6) 2010, dyslipidemia, hypertension, diabetes and pvd. The indication for the index procedure was positive functional study with known cad. On (B)(6) 2010, the target lesion in the mid lad was treated with pre-dilation after failed direct stent placement. One (B)(4) study stent was deployed in the mid lad. A second study stent was attempted but was not successfully implanted. Instead, one non-study stent was successfully deployed over-lapping and distal to the initial study stent to fully cover the lesion. The core lab reported successful pci of mid lad with two overlapping stents (one study stent and one non-study stent). A second study stent failed to cross the target lesion, this event was captured previously. Furthermore, there was a 34% residual in-lesion stenosis with no dissection and timi 3 flow. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. On (B)(6) 2010, the second stage of the procedure was conducted. The site reported this as a staged procedure due to excessive fluoroscopy time of the index procedure. Source documents indicate the patient was reporting complaints of recurrent angina. A cordis guide catheter was introduced at the edge of the lmca and contrast injection resulted in a dissection of the ostium of the lmca, creating a flap and interrupting blood flow into the dominant coronary artery. The patient was intubated, IV vasopressors started and chest compression initiated. Balloon angioplasty of the lmca was performed with restoration of flow. One non-study stent was deployed in the lmca into the lcx, as that was the bigger vessel. Angiography revealed complete restoration of the blood flow with timi 3 flow. There was also timi 3 flow into the lad. The patient became tachycardiac and her blood pressure was marginal. After post-dilation of the stent extending from the lmca into the lcx, angiography revealed resolution of the dissection plane and timi 3 flow, both into the lad and lcx. Next, the ostial lad was treated with poba. The mid lad appeared to have residual clot. There was a dissection plane created with just poba, and timi 3 flow from mid to distal lad continued. A total of six non-study stents were unable to be deployed and were withdrawn. Finally, one non-study des was successfully deployed in the mid lad; however, the stent was not able to be advanced significantly past the previously placed stents, and it was deployed to cover a small section of the dissection plane. The final result of the lad was timi 3 flow, with a residual approximately 15mm dissection plane that was not impeding flow. The core lab reported a 24% in-lesion and a 5% instent restenosis in the mid lad with timi 3 flow and no evidence of thrombus. Furthermore, comments included "target lesion angio analysis and review performed after lm dissection improves. The stented segment looks patent. Unable to determine the reason of the tlr as the complete procedure was not recorded. Ptca and stenting within the target lesion segment". Remote target vessel revascularization and not target revascularization performed. Please note the (B)(4) committee disagreed with the code of revascularization, (B)(6) 2010; further, the committee agreed with the coding of tl - percutaneous intervention - clinically driven, (B)(6) 2010; non-tl percutaneous intervention - clinically driven, (B)(6) 201. The patient was transferred to the ICU intubated, on vasopressors and with placement of iabp for further management. On (B)(6) 2010, the patient was taken to the catheterization lab emergently for temporary transvenous pacing due to bradycardia and systolic hypotension. At this time the lmca stent was patent. The lad and lcx revealed timi 3 flow; however, residual stenosis of 95% mid lad with persistent dissection plane as well as a known stable proximal 70 -80% om was noted in the report. Lvef was noted to be 55 - 60%. No intervention was performed at this time. It was noted that the patient's hemoglobin had decreased to 7.9, and the patient was transfused with 2 units of blood, with resolution of the issue. The site did not report on bleeding event. The hospitalization was further complicated by acute renal failure, sepsis, presumed aspiration pneumonia and popliteal vein thrombosis. The patient improved and was discharged on (B)(6) 2010 on a dual anti-platelet regimen. On (B)(6) 2010, the patient was admitted for acute onset of chest pain. CT of the chest revealed right lower lobe pulmonary embolus. The patient had been taking both aspirin and coumadin at home. A temporary transvenous pacer was inserted for heart block. Integrilin and heparin were administered. Cardiac enzymes were noted to be elevated. Nuclear pet demonstrated a large area of anteroapical, apical, inferoapical myocardial wall scar and likely a small area of anteroseptal ischemia versus peri-infarct ischemia. Echocardiogram revealed severe akinesis of the apex in the anteroseptal wall, mild to moderate mitral regurgitation with lvef 35%. During her hospitalization, the patient was also treated for acute renal failure and a dual chamber ICD was implanted. There was a slight dip in hemoglobin; however, no treatment was reported. In (B)(6) 2010, the patient was admitted and treated for chf. The patient was also diagnosed with an ischemic stroke secondary to carotid stenosis; this event has been previously captured. Right carotid stent implantation was performed to treat the right internal carotid artery stenosis. The patient was discharged on dual anti-platelet therapy. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these product lots presented no issues during the manufacturing process that can be related to the reported complaint. Review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. Cardiac arrest is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedure, vessel, lesion and patient factors may have contributed to the reported events.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had a failure to cross during the index procedure, then during the second stage of the index suffered an mi, dissection and thrombosis and then three months post staged procedure suffered a non-stemi and thrombosis. This is an (B)(6) female patient with medical history including pci on (B)(6) 2010, dyslipidemia, hypertension, diabetes and pvd. The indication for the index procedure was known triple vessel cad with a positive functional study. On (B)(6) 2010, the 90% stenotic target lesion in the mid lad was treated. Direct stenting failed thus pre-dilation was performed and one study stent was successfully deployed in the target lesion. Delivery of a second study stent was unsuccessful, as the device would not pass the target lesion. Instead, on non-study stent was deployed distal to but overlapping the study stent for complete coverage of the target lesion. The core lab reported a 34% residual stenosis, no dissection and timi 3 flow with the following note: "successful pci of mid lad with two overlapping stents (one study stent and on non-study stent). A second study stent was unable to advance." Pre-procedure the hemoglobin was 10.9, post procedure the hemoglobin was 9.0. A non-complaint of bleed has been captured. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. On (B)(6) 2010, the patient underwent elective angiography. The site reported a staged procedure secondary to extended fluoroscopy time at the index procedure. Source documents also reported that the patient had been complaining of recurrent angina symptoms. Per the interventional note, when the guide catheter was placed into the lmca injection of dye caused a dissection at the ostium resulting in a flap and interruption of blood flow into the dominant left coronary artery. Code blue protocols were initiated and poba was performed in the lmca with restoration of blood flow. One non-study stent was deployed at the lmca and extending into the lcx, as this was the larger caliber vessel. Angiography revealed complete restoration of timi 3 flow. Timi 3 flow was also noted in the lad. At this point the patient was tachycardic with marginal b/p. The lm-lcx stent was post dilated, angiography revealed resolution of the dissection plane and timi 3 flow in the lmca, lcx and lad. Next, the ostial lad was treated with poba, the mid lad appeared to have a residual clot. There was a dissection plane created with the poba; however, timi 3 flow was maintained. Six non-study stents were unable to pass the lesion and were all withdrawn. Finally, one non-study des was successfully deployed in the mid lad; however, the stent was not significantly past the previously placed stents and it was deployed to cover a small section of the dissection plane. The final result was timi 3 flow with a residual approximately 15mm dissection plane that did not impede flow. At the completion of the procedure it was believed that the patient may require CABG surgery in the future. The core lab reported a 24% in-lesion and a 5% in-stent residual stenosis of the mid lad with timi 3 flow, no thrombus and the following comments: target lesion angio analysis performed after lm dissection improves. The stented segment looks patent. Unable to determine the reason of tlr as the complete procedure was not recorded. Ptca and stenting within the target lesion segment. Remote target vessel revascularization and non-target revascularization were performed. The patient was transferred to ICU with ventilator, iabp and vasopressors support. For this date, the site reported non-target revascularization for the lmca and distal lad. Post procedure, the ck was 126, the ckmb was not tested and the troponin was 1.55. The following day, the ck was 177 and troponin was 4.34. Later that day, the ck was 160 and the troponin was 4.57. No further enzymes are available. The ECG lab reported new, intermittent isolated atrial premature depolarizations, new, persistent atrial fibrillation, no new major st-t abnormalities and no q waves. Pre-procedure on (B)(6) 2010, the hemoglobin was 11.4, post procedure the hemoglobin was 8.6. The intubation was reported as traumatic resulting in large amounts of blood in the patient's mouth. The mouth was packed with 4x4's. Blood was also noted in the ng tube and the ett tube. Gastroenterology notes revealed a history of chronic anemia, recent decreased renal function and questionable gi bleed versus traumatic intubation as the cause for the decrease in hemoglobin. The patient was treated with prbc infusions. On (B)(6) 2010, the patient developed bradycardia and resulting hypotension. She was taken emergently to the cath lab for temporary pacing wire placement. At this time, the lmca stent was patent. The lad and lcx revealed timi 3 flow; however, there was a residual 95% stenosis in the mid lad with persistent dissection plane, as well as a known stable proximal 70-80% stenosis in the 1st om (previously noted in the catheterization note). The lvef was 55-60%. No coronary intervention was performed at this time. On (B)(6) 2010, the troponin was 0.70, no ck/ckmb were tested. Later, the troponin was 0.64. The following day the troponin was 0.74. No further enzymes are available. The ECG lab reported new intermittent anterior t wave inversions, no new q waves and inadequate tracing due to severe artifact. The hospitalization was further complicated by acute renal failure, sepsis, presumed aspiration pneumonia, and popliteal vein thrombosis. The patient improved and was discharged on (B)(6) 2010 on dual anti-platelet therapy. On (B)(6) 2010, the patient was admitted for acute angina. A CT revealed right lower lobe pulmonary embolus. The patient had been maintained on asa and coumadin; however, use of thienopyridine was not noted. A temporary pacing wire was inserted for heart block and IV anti-coagulation was started. (B)(6), the ck was 25, ckmb was 0.7 and troponin was 0.10. Later, the ck was 858, the ckmb was 109.7 and troponin was 19.36. (B)(6), the ck was 818, the ckmb was 104.8 and troponin was 17.43. Later, the ck was 879, the ckmb was 98 and the troponin was 43.69. The ECG lab reported new intermittent isolated ventricular premature depolarizations, new persistent pr prolongation, new persistent complete right bundle branch block, new / recent intermittent anterior st segment elevations, new / recent intermittent anterior t wave inversions, and new anterior and anteroseptal q waves. Also noted was inadequate tracing quality due to artifact. On (B)(6) 2010, the patient was transferred to the study site facility. The troponin was 32.54, no ck or ckmb were tested. (B)(6) 2010, the ckmb was 2.8 and troponin was 7.2. The cec adjudication committee deemed this event an mi and probable stent thrombosis. On (B)(6) 2010, a pet scan demonstrated a large anteroapical, apical, inferoapical myocardial wall scar and likely a small area of anteroseptal ischemia versus peri-infarct ischemia. An echocardiogram revealed severe akinesis of the apex/anteroseptal wall and mild to moderate mitral regurgitation with an estimated lvef of 35%. During her hospitalization she was followed by nephrology for acute renal failure. The patient had dual chamber ICD implantation during this admission. On (B)(6) 2010 the hemoglobin was 11.8; on (B)(6) 2010 the hemoglobin was 9.2. No event of bleeding was noted and the patient was not treated for this change. On (B)(6) 2010, the patient was admitted into the ER for worsening chf and an accidental fall. Dual anti-platelet therapy had been ongoing. A CT revealed a small area of acute / subacute infarction. No hemorrhage was noted. Rehabilitation was done and, on (B)(6) 2010, right internal carotid stenting was performed. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095437 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. Review of the limited information does not suggest what other factors may have contributed to the reported event.

Event description:
The report received from the (B)(4) study indicated that a (B)(6) patient experienced a coronary artery dissection in a previously deployed cypher stent during a staged procedure. A residual clot was also found during treatment of the dissection.

Manufacturer narrative:
The following additional information was received on (B)(6) 2011 as follows: the adjudication minutes were received and the committee agreed with the event of late stent thrombosis (protocol definition) on (B)(6) 2010. The file will be updated to capture this event. Additional information will be submitted upon 30 days of receipt.